Event description:
It was reported that the patient presented in clinic for novel system implant. During the procedure, it was found that the stylet failed to be advanced through the right ventricular lead. The procedure was completed using an alternate lead on (B)(6) 2021. The patient was discharged.

Event description:
It was reported that during implant, the helix of the novel right ventricular lead failed to be extended. The procedure was completed using an alternate lead on (B)(6) 2021. The patient was discharged without issue.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.